Event description:
It was reported that the device was used during the clinical trial cm-99-0001. The device fired an incomplete staple line. The case was completed with another device. There were no consequences to the pt.